Event description:
It was reported that the device showed error "time base bgnd test et background self-test timeout." Additional information was received 15-oct-2024 informing that the event occurred on 08-sept-2024. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3, b5, h6: updated. D9: 06-dec-2024. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be duplicated. The cause of the issue was found to be that the main pcb failed to function as intended. The main pcb was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error "time base bgnd test et background self-test timeout." There was unknown patient involvement and unknown patient harm/adverse event reported.